Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent causing difficulties charging the pump, resulting in the pump shutting off. The customer experienced a blood glucose (bg) level of 588 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.